Event description:
The following was reported: "the lady called and said that she had an infection/tritanium poisoning caused by her implant. She refused to fill out form and wanted to talk to owner of company to get reimbursed for her implant/treatment for her pain. She said she had poisoning from her tritanium implant and was very sick."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.